Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to a foreign material inside the cable connector latching mechanism. This prevented the connector from locking properly when connected to controller ports. The most likely root cause of the reported event can be attributed to contamination of the connector locking mechanism by a foreign material. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patients battery is not able to connect to the controller or the battery charger. The battery was exchanged with no reported consequence or impact to the patient. No further information was provided.